Manufacturer narrative:
The lead is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high impedance measurements of greater than 2000 ohms, and increased threshold measurements. A revision procedure was performed and the lead was tested via the pacing system analyzer (psa). The high impedance measurements were reproduced with the lead and the psa. Therefore, the lead was explanted and replaced. No additional adverse patient effects were reported.